Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 152 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 152 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("maryland grasper used to grasp the remaining portion of essure device") in a 39 year-old female patient who had essure inserted (lot no. C76447) for female sterilisation. The patient had a medical history of ovarian cyst, cesarean section, cholelithiasis, kidney stones, smoker, overweight, dysmenorrhea, parity 1 and gravida I. Previously administered products included: mirena. The patient had a family history of hypertension (father), colon cancer (maternal grand mother and uncle) and pelvic pain female. As concurrent condition the report mentioned dyspareunia. Concomitant products included bupropion, lidoderm (lidocaine) and diclofenac. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 332 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: shown a 5 cm left ovarian cyst. She does have an iud in place which is basically to help control her periods because she has also had the essure procedure. [Pathology test] on (B)(6) 2016: specimen description: received in the specimen container are multiple pieces of coil aggregating to 3 x 0.6 = 0.2 cm final diagnosis: fallopian tube: excision complete cross sections of fallopian tubes dentified, & fragment of ovarian stoma is adherent to one tube fallopian tubes, excision: complete cross sections of fallopian tubes identified, a fragment of ovarian stoma is adherent to one tube [ultrasound pelvis] on (B)(6) 2016: technique: transabdominal sonography was initially performed. In order to further characterize the gynecologic structures, transvaginal sonography was additionally performed. Finding: the uterus measures 10.5 x 5.1 x 4.1 cm in size. The myometrium is homogenous, without focal leiomyoma. There is a scar at prior cesarean section site, with an 8 mm cystic structure at the scar. The endometrium measures 3 mm in dual thickness and is homogenous in echotexture. Intrauterine contraceptive device is noted. The right ovary measures 1.9 x 1.5 x 2.4 cm. The eft ovary measures 2.7 x 1.6 x 2.6 cm. No adnexal mass. Small sub centimeter ovarian follicles are seen bilaterally. No abnormal free fluid. Impression: interval resolution of previously noted complex right ovarian follicle. Small sub centimeter follicles are seen bilaterally. No further follow-up required lot number: c76447 manufacture date: 2014-07 expiration date: 2017-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("maryland grasper used to grasp the remaining portion of essure device") in a 39 year-old female patient who had essure inserted (lot no. C76447) for female sterilisation. The patient had a medical history of ovarian cyst, cesarean section, cholelithiasis, kidney stones, smoker, overweight, dysmenorrhea, parity 1 and gravida I. Previously administered products included: mirena. The patient had a family history of hypertension (father), colon cancer (maternal grand mother and uncle) and pelvic pain female. As concurrent condition the report mentioned dyspareunia. Concomitant products included bupropion, lidoderm (lidocaine) and diclofenac. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 332 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: shown a 5 cm left ovarian cyst. She does have an iud in place which is basically to help control her periods because she has also had the essure procedure. [Pathology test] on (B)(6) 2016: specimen description: received in the specimen container are multiple pieces of coil aggregating to 3 x 0.6 = 0.2 cm. Final diagnosis: fallopian tube: excision complete cross sections of fallopian tubes dentified, & fragment of ovarian. Stoma is adherent to one tube. Fallopian tubes, excision: complete cross sections of fallopian tubes identified, a fragment of ovarian. Stoma is adherent to one tube. [Ultrasound pelvis] on (B)(6) 2016: technique: transabdominal sonography was initially performed. In order to further characterize the gynecologic structures, transvaginal sonography was additionally performed. Finding: the uterus measures 10.5 x 5.1 x 4.1 cm in size. The myometrium is homogenous, without focal leiomyoma. There is a scar at prior cesarean section site, with an 8 mm cystic structure at the scar. The endometrium measures 3 mm in dual thickness and is homogenous in echotexture. Intrauterine contraceptive device is noted. The right ovary measures 1.9 x 1.5 x 2.4 cm. The eft ovary measures 2.7 x 1.6 x 2.6 cm. No adnexal mass. Small sub centimeter ovarian follicles are seen bilaterally. No abnormal free fluid. Impression: interval resolution of previously noted complex right ovarian follicle. Small sub centimeter follicles are seen bilaterally. No further follow-up required. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Event medical device removal replaced with device breakage. Lot number added. Medical history, concomitant conditions and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.